Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device had evidence of being dropped several times on the corners of the case halves. Analysis confirmed the reported event, the upper and lower case halves were broken, the heart wire block, one battery latch o-ring, one battery latch spring, both heart wire contacts and heart lead flex were contaminated, both bail covers and ring cover were broken, two case screws were missing, and one bail and ring were missing. (B)(4).

Event description:
It was reported that the case of the external pulse generator was damaged. The generator was returned for service. It was analyzed and tested out of specification. There was no indication given that there was any patient involvement associated with this event.